Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to duplicate the issue reported by the customer as a popping noise when the iabp was plugged in. The stm additionally discovered that the batteries were not charging and the iabp would shut down during testing. The stm removed the iabp from the facility and provided the facility with a loaner. To resolve the issue, the stm ordered and replaced the power supply monitoring board and verified proper charging, ac function and battery function. The stm performed all functional, pneumatic and electrical safety tests per factory specifications, and all tests were passed. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was producing an unusual noise. There was no patient involvement and no adverse event was reported. In addition, it was later clarified that the iabp was in a storage room and the staff noticed the clicking sound when walking into the room.